Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) hospital) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris lvps experienced flow issues. The following information was provided by the initial reporter: infusion center nurses reported intermittent difficulty in priming tubing for ivig bottle. They reported that occasionally while priming the tubing the fluid would not advance and they would have to attach a syringe to the smartsite and pull the fluid through to prime the tubing.

Manufacturer narrative:
H.6. Investigation summary: two photos were returned by the customer. It was reported by the customer that the tubing was difficult to prime. The photos show tubing packaging and lot number, however they do not verify the complaint. A device history record review for model 2420-0007 lot number 22075032 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd alaris lvps experienced flow issues. The following information was provided by the initial reporter: infusion center nurses reported intermittent difficulty in priming tubing for ivig bottle. They reported that occasionally while priming the tubing the fluid would not advance and they would have to attach a syringe to the smartsite and pull the fluid through to prime the tubing.